Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other six perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with seven proglide devices were attempted in a common femoral artery (cfa) using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The arteriotomy was 6fr. Reportedly, after the plunger was retracted a cuff miss was noticed with all seven proglide devices. The evar procedure was not completed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information received (B)(6) 2017. With this new information, this event is not MDR reportable. (B)(4). Evaluation summary: analysis was performed on the returned device. The returned device was confirmed to be in the pre-deployed position. Based on the information provided the device was not used and there was no malfunction reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, six proglide devices were attempted in a common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The physician removed the first proglide device from the packaging and examined the device for deformities that could contribute to a needle-to-cuff-miss. None were noticed and the proglide device was not used during the evar procedure; however, the device was returned with the six proglide devices that were attempted to be used. No additional information was provided.